Manufacturer narrative:
Reliability analysis inspected 1 opened/used reservoir and performed a visual inspection and found the head of the reservoir broken off.

Event description:
The customer called to report that the neck of the reservoir broke. The customer's blood glucose level was 123 mg/dl. The customer was advised to return the broken reservoir for analysis, and that the reservoir would be replaced.